Manufacturer narrative:
Investigation is ongoing. Device was discarded.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure for the native aortic position, there was difficulty advancing the 29mm commander delivery system into the aorta, the crimped valve was stuck in the vessel and was deployed distal of the renal arteries. Per report, a 16fr esheath was inserted but got stuck at the common iliac arteries area due to calcification and angioplasty was performed. The esheath was advanced slowly to reach the aorta before the renal artery bifurcation. There was insertion difficulty of a 29mm commander delivery system into the sheath. Kink of the delivery system occurred -at the connection of a valve and the flex shaft when the device was passing the sheath tip.- once the device was out of the sheath it was completely stuck in the vasculature (distal of the renal artery bifurcation) and no movement was allowed. The s3 valve was placed there with 20ml of contrast solution given the diameter of the renal artery. The delivery system was able to be withdrawn without problem and the procedure was converted to a transapical tavr as a bailout. A second valve was successfully implanted in the aortic annulus via transapical approach. Final angiography revealed mild retrograde dissection in the abdominal aorta, proximal to the renal artery bifurcation and above the valve's edge. There was some distance between the valve and the dissection. Further treatment was not required. On the following day, the patient was extubated as the condition was well. The patient had two severe bents near renal artery bifurcation and middle of descending aorta. Additionally, the patient had narrow diameter with almost circumferential calcification in both common iliac arteries (cia). Access was obtained from right cia by cut down. The device was discarded at the hospital and not returned for evaluation. An operator mentioned that the tortuosity in addition to the almost circumferential calcification in the cia made the transfemoral approach difficult.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was unable to be confirmed as the device was not returned and no imagery or medical records were provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, -a 29 mm commander delivery system was inserted but got kinked at the connection of a valve and the flex shaft when the device was passing the sheath tip. Then, the device got completely stuck and no movement was allowed-. Additional information provided describes the patient vasculature to have two bends in addition to almost circumferential calcification in the common iliac arteries (cia). The tortuosity and calcification present may have prevented the advancement of delivery system. The valve may have interacted with calcium nodes in the advancement pathway and the system was unable to be progress further and withdraw from the patient anatomy. Additionally, tortuous anatomy can present difficult bend angles for device insertion/withdrawal, further contributing to the difficulties in tracking delivery system. Per complaint description, the reported kinking occurred upon passing the system through the sheath tip. It is possible the delivery system may have encountered complex patient anatomy due to calcification and tortuosity, as previously reported. The device manipulation performed when the operators met this resistance tracking though the patient-s anatomy may have resulted in the reported kinks on the delivery system. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity, calcification) and/or procedural factors (excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No manufacturing non-conformances were identified during evaluation. Therefore, no corrective or preventative action nor product risk assessment is required at this time.